Manufacturer narrative:
The exact age of the patient is unknown, however, it was reported the patient was over 18 years. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a symphion fluid management accessory device was used during a hysterectomy procedure performed on (B)(6) 2017. According to the complainant, during preparation, the controller indicated that the pressure sensor was faulty. A second symphion fluid management accessory kit was used and the procedure was successfully completed. There were no patient complications as a result of the event. The patient's condition at the conclusion of the procedure was reported to be fine.